Event description:
It was reported that a vns patient presented high lead impedance readings during a routine office visit. The patient's device was turned off and x-rays were sent to the manufacturer for review. A gross lead discontinuity was observed in the x-rays and the results were shared with the patient's treating physician. The medical professional stated that the lead fracture could be due to patient manipulation as the patient is very hyperactive; however, she did not state that the patient's behavior directly caused the reported event. The patient is non-verbal therefore it is unknown if he can feel stimulation. Revision surgery has not been planned as the patient's parents want to see how the patient does with the device being turned off.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.